Event description:
It was reported that in 2007, the patient hit his head against a door edge whilst running. Afterwards, he could hear sound, but no longer had any speech understanding. There is swelling and redness in the area of the implant.

Manufacturer narrative:
The device has not been explanted, if it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.